Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4). ,if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the initial regulatory report provided an incorrect value for this field; this field has been updated. No 510(k) provided as this device is not released for distribution in the united states. Device evaluation: the support arm was returned to medtronic for evaluation. The reported issue was able to be duplicated through visual/physical examination. It was found that the handle of the returned support arm was locked up. It was determined that there was a mechanical failure with the support arm. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the support arm had an anomaly of fixation. This issue was observed pre-operatively. The site used another support arm instead. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.